Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.

Event description:
Template: 80 x 140 bilaterally 250cc injection total; energy level: 5 bilaterally biotip lot #16h174; abscess: 2 x 3 cm right axilla. Treatment was successfully completed. Three month post-treatment, the clinic reported abscess (2 x 3 cm) on the right axilla to the miramar lab's west regional director, practice development. Incision and drainage, packing were performed and the patient was prescribed clindamycin and bactrim ds for 10 days with full resolution of abscess.